Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported this patient was brought to the operating room 23 days after the CT for intervention. The aneurysm sac was opened and the physician removed the suprarenal fixation and approximately 2cm of the proximal fabric of the endurant stent graft. The physician then sewed an open repair graft to the proximal aorta and to the remaining endurant graft. During this intervention it was observed that several lumbar arteries were actively bleeding so these were over sewn also. The patient is reportedly doing well following the procedure film analysis conclusion:the reported type ia endoleak was confirmed on the films provided; however, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that disease progression over the duration of implantation may have contributed to the events in this patient but pre-implant CT¿s were not available for review of patient anatomy at implant. The patency of lumbar arteries could not be assessed on the films provided. B1. <(>&<)> b2. Updated h.1 updated h.6 coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 80 mm abdominal aortic aneurysm. Approximately 9 1/2 post procedure, a CT was performed , where an endoleak type 1a was observed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient will be monitored.